Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the patient effect of worsening mitral regurgitation (mr). The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of worsening mr and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mr with a grade of 4+. Two clips were successfully implanted, reducing the mr to 1+. On (B)(6) 2017, during the 30-day echocardiogram, it was found that the mr had increased to 4+. Both clips were confirmed to be stable and there was no leaflet or chordal damage. The physician could not explain the increase in mr, and the patient was discharged to hospice. On (B)(6) 2017, the patient died due to heart failure. In the physicians opinion the death was due to the pre-existing condition of the patient, and not related to the mitraclips. No additional information was provided.